Event description:
The sampling performed on (B)(6) 2019 yielded the following results: operation channel - (1) positive cocci - staphylococcus petrasii, (2) positive cocci - micrococcus luteus, (3) positive cocci - staphylococcus epidermidis, (4) positive cocci - staphylococcus epidermidis and (5) positive cocci - staphylococcus epidermidis. Study number: (B)(4). Forward water jet channel - (1) positive cocci - micrococcus yunnanensis/ m. Luteus, (2) variable cocci - acinetobacter radioresistens, (3) negative rods - paenibacillus provencensis, (4) negative rods - brevundimonas intermedia/ b. Nasdae/ b. Vesicularis, and (5) negative rods - bacillus species. Study number: (B)(4).

Manufacturer narrative:
The 3 facility-owned devices and 1 pentax-owned loaner device were used in a total of 998 procedures. A separate MDR is being filed for each of these procedures. A total of 376 mdrs are being submitted for pentax model eg29-i10/serial (B)(4). A total of 254 mdrs are being submitted for pentax model eg29-i10/serial (B)(4). A total of 337 mdrs are being submitted for pentax model eg29-i10/serial (B)(4). A total of 23 mdrs are being submitted for pentax model eg29-i10/serial (B)(4). A total of 8 mdrs are being submitted for pentax model eg29-i10/serial unknown. (B)(4).

Event description:
Pentax medical became aware of a report on 26-jun-2019 stating that the forward water jet channel on three customer-owned pentax medical gastroscopes model eg29-i10 (serial (B)(4)) were not cleaned or reprocessed in accordance with the pentax reprocessing instructions for use (rifu). According to the facility, it learned of the issue on 26-june-2019, and communicated to pentax that the issue potentially dates back to when the devices were first placed in service in (B)(6) 2018. The pentax global chief clinical officer held a conference call with the facility senior executive team on 27-jun-2019 to gather additional details and determine next steps. The facility communicated that the three customer-owned eg29-i10 gastroscopes were removed from service and quarantined at the facility since 26-jun-2019 and that the devices were not used on additional patients after that date. The facility also communicated that foreign liquid was evacuated from at least one of the devices upon flushing the forward water jet channel. The three customer-owned eg29-i10 gastroscopes were shipped to the account in january 2018, but, according to the facility, were not used or placed into clinical service until (B)(6) 2018. At the time of sale, pentax model eg29-i10 gastroscopes were packaged with rifu s019-r05 and product bulletin mk-625 rev d. On 12-july-2019, pentax learned that one pentax-owned loaner scope (serial (B)(4)) was placed into service at the facility during normal repair of one of the facility-owned devices and then removed from the account, reprocessed and inspected by pentax personnel, before being placed back into the pentax loaner pool. Based on the facility electronic health records, pentax was informed that the 3 facility-owned devices and 1 pentax-owned loaner device were used in a total of 998 procedures. A MDR is being filed for each of these procedures. A review of the history for pentax loaner model eg29-i10/serial (B)(4) shows the loaner device involved in this MDR was shipped to the facility on 25-oct-2018 and placed into service during normal repair of one of the facility-owned devices. The device was received by pentax on 11-jan-2019 with no reported concern. The device was reprocessed and inspected by pentax medical service on 11-jan-2019. Inspection findings included the following: unit tested, all function pass, passed wet leak test, passed dry leak test. Since no repairs were required to be performed, the device was returned to the loaner pool. According to the repair history, the device had subsequent use and repairs, and was reprocessed, inspected and repaired before being returned to the loaner pool. On 28-jun-2019, pentax issued return material authorizations for the 3 facility-owned devices to be returned to pentax for inspection and microbiological culturing. Pentax also shipped three loaner devices the same day (model eg29-i10) to provide on-site training so the facility could continue to provide clinical care for their patients. Pentax service completed an in-service with the facility on 28-jun-2019 for gastroscope model eg29-i10. During the in-service, the pentax service trainer documented the facility's use of a boston scientific enzymatic detergent that was not evaluated for compatibility with pentax endoscopes and endochoice cleaning brushes that were not validated for use with pentax endoscopes. The pentax service trainer also recommended in-service training on proper use of the medivators aer being used and its associated products. The pentax global chief clinical officer visited the facility on 02-jul-2019 and met with the facility leadership team. Documentation from the on-site in-service was provided to the facility and the facility communicated plans to notify patients and initiate changes to its reprocessing procedures. Pentax notified FDA about the incident on 03-july 2019. A device history review was performed on 18-july-2019 which confirmed the gastroscope (pentax model eg29-i10/serial (B)(4)) was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. On 19-july-2019, pentax took possession of the pentax-owned loaner device from the facility where it was currently in service and sampled the operation channel and forward water jet channel. On the same day, pentax issued a return material authorization for the device to be returned to pentax for evaluation. Results from the microbiological testing are pending. Pentax model eg29-i10/serial (B)(4) was received by pentax on 24-july-2019 and inspected by pentax service on 25-jul-2019. Inspection findings included the following: operation channel - primary slice by accessory, passed wet leak test, suction tube resistance, passed dry leak test, distal body laser burn at channel outlet, forward water jet socket residue at socket cylinder, lightguide connector suction j-piece residue, forward water jet socket residue, insertion tube mild scratches at stage 1. There have been no reports of patient infection or death from this event. This MDR is one of 998 that are being filed in relation to an incident reported at a single hospital.